Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times and the pump was subsequently unresponsive. Reportedly, the pump battery was at 70% charge prior to the pump becoming unresponsive. The customer's blood glucose level was 252 mg/dl. The customer administered a manual injection. Despite charging the pump for over an hour, the pump was unable to be turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.